Manufacturer narrative:
The customer has confirmed with physio-control that they have likely repaired and returned this device to service. They were unable to confirm any specific details on the repair or cause of the reported issue.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue is unknown.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.